Event description:
Customer reported that the touchscreen of their device was sometimes delayed and unresponsive, along with experiencing a cartridge alarm a few days prior. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up and troubleshooting, as additional information could not be obtained. The device was noted to be out of warranty and in the process of renewal.